Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment of a traumatic ileocolic artery injury. A gore® dryseal flex introducer sheath(dsf sheath) was used for access. A 20fr dsf sheath was inserted from right femoral artery, but it could not advance due to calcification at the iliac artery bifurcation. Attempts were made but the dsf sheath was not advanced, therefore the sheath was withdrawn. The access site was changed to left side, the 20fr dsf sheath was inserted from left femoral artery; however, the sheath could not advance due to calcification at the iliac artery bifurcation. Attempts were made but the dsf sheath could not be advanced, the sheath was withdrawn. Eventually, the access site was back to the right side, and the implantation device was changed to one size smaller one, and the procedure was continued using the 18fr. Dsf sheath. An access vessel injury was observed on access angiography. The vessel injury was replaced with graft. The patient tolerated the procedure. The physician reported that the vessel injury might have been caused by attempts such as percutaneous transluminal angioplasty (pta) that were performed when the sheath could not advance. Because there was no preoperative computed tomography data of the access vessel, the condition was unknown until intraoperatively.

Manufacturer narrative:
According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, perforation, tear, etc.). H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section d2b: common device name was corrected.